Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed discernible damage to the speaker. The damage to the speaker assembly resulted in internally exposed wires. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The cause of the reported damage could not be determined.

Event description:
This report is to advise of an event observed during analysis confirming internally exposed wires of the speaker assembly.